Event description:
Livanova deutschland received a report that a heater-coolersystem 3t was contamination by mnt chimaera (post disinfection). There is no patient involvement. The customer required dd procedure.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in milano, italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that cleaning and disinfection procedures adopted by customer in 2021 have not changed in 2022. Therefore, information disclosed under previous complaint from the same hospital still apply here. Specifically, it was confirmed that device is cleaned and maintained regularly as per the instructions for use and it is placed inside the operating theater during use with the fan directed away from the patient at an estimated distance of two (2) meters from the surgery field. No evident or systematic deviation from device instructions for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.